Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on november 12, 2020. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been opened to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the night shift chief received on duty that the patient's gastrostomy is diffusional. He reports that the balloon is broken and the gastrostomy covered with gauze is observed. The doctor on duty is informed who does not pass the interconsultation immediately, passes the interconsultation at 3:00pm. No patient injury was reported.